Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No additional information was received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. 6 pictures were received. The complaint could not be confirmed since product was manipulated by the user and the holder in which customer report to be broken is not present in pictures attached. The root cause of the reported issue could not be determined due to the pictures that were attached do not show conditions about the failure mode reported. No actions could be taken since complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the vacutainer broke in the one-way valve. The valve could not be removed; the users removed and changed the needle. No patient injury was reported.